Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "evaluation of total knee arthroplasty performed with and without computer navigation: a bilateral total knee arthroplasty study" written by derek r. Johnson md, douglas a. Dennis md, kirk a. Kindsfater md, and raymond h. Him md published by the journal of arthroplasty 28 (2013) 455-458 was reviewed. The article's purpose to compare functional and radiographic results of a series of patients who underwent sequential bilateral primary tka with the first knee performed with computer assistance and the second knee performed with traditional instrumentation. Data was compiled from 31 males and 23 females with average age of 61.9 years. Patients had depuy implants. Cement manufacturer is not identified. No patella resurfacing. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: sigma rp. Adverse events: patellar crepitus (treated by arthroscopy debridement), medial epicondyle fracture (managed non-operatively without complication), infection (treated with irrigation and debridement and poly liner exchange).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.